Event description:
Caller reports obtaining results of 4.9 inr and 3.7 inr during duplicate testing. Caller is unsure which result is the reference. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Caller unsure which strip lot/device produced specific results. Strip lots reported: 439a-b13 exp: 4/30/08; 462a-g12 exp: 5/08.